Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient has a spinal stimulator and was experiencing a problem that was a ¿4 or 5 on the seriousness scale.¿ the patient was four hours away from his house and forgot to bring his controller. The device is on and now his nervous system is vibrating with it making the pain worse. The patient went to the hospital and they don¿t have a controller. No further complications were reported or anticipated.